Event description:
It was reported that the continuous glucose monitor graph was missing from the pump home screen. There was no reported adverse impact to the customer. Reportedly, the customer was unable to upload the pump for a log review and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.